Event description:
The account alleges that the device will not go into trendelenburg or reverse trendelenburg.

Manufacturer narrative:
The technician replaced two feet and one head siderail, and crank handle roll pins, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.